Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
As reported: "we admitted a patient with a custom distal femur grower who has a fracture of the passive tibia stem." Tentative date of surgery is (B)(6) 2022.